Event description:
It was reported that they are returning their unit for service. Reason for return: unit for upgrade/modification. No further information is available. No reported patient consequence.

Manufacturer narrative:
(B)(4). Evaluation summary: based upon the inquiry information received, visual and functional examination, the customer's complaint has been confirmed. Based upon the inquiry information received, visual and functional examination, the customer's complaint has been confirmed. Testing included: unit cleaned, functional test performed, pneumatic circuit checked, electrical safety test acc. To (B)(4) completed, functional test acc. To test procedure completed.